Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported right hip closed reduction due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a unknown adm insert was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on (B)(6) 2009 she underwent a primary right total hip arthroplasty for a diagnosis of right hip osteoarthritis. ... All components utilized were zimmer components and uncomplicated surgery was described. ... On (B)(6) 2014 a revision right total hip arthroplasty was performed for a diagnosis of recurrent dislocation right total hip replacement. ... Reamed to 51 for a stryker 52 tritanium hemispherical cluster shell with two screws, approximately 15° to 20° of anteversion ¿ trident size d constrained insert, and a new zimmer 22/0 head were implanted.¿ uncomplicated surgery was described. ... On (B)(6) 2015 a revision right total hip arthroplasty (head and liner exchange) was performed for a diagnosis of ¿right hip dislocation and constrained liner with implant failure¿. ... . The report notes, ¿removed femoral head with tamp and mallet ¿ liner had disassociated from cup ¿ broken ring ¿ cup stable and well- fixed ¿ on (B)(6) 2015 a revision right total hip arthroplasty acetabular component was performed for a diagnosis of ¿dislocated constrained liner right thr¿. ... The operative report notes, ¿¿ ring broken and dislocated ¿ removed head ¿ trunnion ¿ in good condition ¿ mild metal impingement base of neck ¿ well-fixed stem ¿ liner cracked and removed with drill and saw ¿ cup well-positioned and well-fixed.¿ an exchange to a 38d mdm stryker liner with a 38/22 mdm x3 insert, along with a new zimmer 22/plus-3 cobalt/chromium head was performed. The hip was noted to be very stable and uncomplicated surgery was described. ... An (B)(6) 2017 operative report of another revision right total hip, acetabulum only with a gluteal flap with plastic surgery, for a diagnosis of ¿instability after thr, re- dislocation¿ ... Recurrent dislocation last occurring in (B)(6) 2016 is noted. The report notes, ¿dislocated history and a broken constrained ring ¿ removed the head and liner ¿ mobilized gluteus max to increase posterior soft tissue. Changed to a 38d mdm liner with a 38/22 x3 mdm/adm insert. A new 22/plus-8 v-40 lfit head was applied.¿ all components were stryker components, and uncomplicated surgery was described. On (B)(6) 2017 a revision of the right total hip arthroplasty was performed for a diagnosis of recurrent dislocations." -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was not confirmed by medical review. A review of the medical review stated" x-ray printouts, all undated, are reviewed and include an ap of the right hip demonstrating an uncemented total hip arthroplasty with a zimmer stem, a dislocated head from a constrained liner with a broken locking ring at the acetabulum, and two screws are noted in the acetabular shell. Another ap of the right hip demonstrates a restoration modular stem of which the distal stem is not visualized, which is also dislocated from a constrained liner with a locking ring noted around the dislocated head. Two screws are once again noted in the acetabular shell. Another ap of the pelvis with the right hip with a restoration modular stem with the tip again not visualized demonstrates a constrained liner, reduced and in nominal position with two screws in the acetabular shell, and a left uncemented total hip arthroplasty in nominal position is noted. No operative report of the femoral component revision surgery to a restoration modular stem with a constrained liner, which apparently was performed in (B)(6) 2016, is available for review, nor is any examination of any explanted components. Failure of a constrained liner will occur if instability was due to impingement, and if this persists the constrained device will ultimately fail. This occurred with both the zimmer and stryker constrained devices. ¿mild neck impingement¿ was noted at the (B)(6) 2015 surgery and may be contributed to by the femoral and acetabular component manufacturing mismatch, as well as the subsequent CT evidence of femoral retroversion of the restoration modular stem, which was not confirmed at surgery, which may also have contributed to instability. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation of chronic instability and soft tissue incompetence." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported right hip closed reduction due to dislocation.